Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. Following implant, the patient¿s symptoms of nausea and vomiting were slightly improved. In about mid-december, their symptoms began to worsen. By (B)(6), the patient was hospitalized and underwent a CT scan. The neurosurgeon noted that the pressure was ¿too low¿ and the flow through the shunt was ¿excessive¿ resulting in the closure of the ventricle. An adjustment of the device was recommended. At the time of the report, the patient was hospitalized in a semi-conscious state and had serious nausea and vomiting symptoms.

Event description:
Additional information received reported that at the time, the doctor mistakenly thought that it was the manufacturer's shunt because it was not clear in the body. It was confirmed by the doctor that it was another manufacturer's shunt so the patient needed that manufacturer to regulate the pressure.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.